Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in the patient's jaw, it was verified its loss of osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type IV). The patient presented infection.